Manufacturer narrative:
H11: the actual device and a video were received for evaluation. Visual inspection of the video noted a small leak on the lower left edge of bag. Visual inspection of the actual sample noted a small pin size puncture hole or cut on the lower left side edge of bag. A functional leak test was performed and a leak was observed on the lower left edge of the bag. The reported condition was verified. The cause of the puncture hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side seam of the bag. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.